Event description:
We received an allegation of a discrepant high result for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. The initial result was 173 mmol/l. The repeat result was 140 mmol/l. As the initial result was "impossible" high, the sample was repeated. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the rinse tubing. The service actions resolved the issue.